Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and balloon burst occurred. The target lesion was located in the coronary artery. A 2.75mmx24mm promus premier¿ drug-eluting stent was advanced but was unable to cross the lesion. However, it was also noted that the balloon burst and the stent struts were bent. The procedure was completed using a different device. No patient complications were reported.